Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent atrial under sensing. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.